Manufacturer narrative:
The device has been requested for evaluation, but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
Reporter reported a facility alleges the tip broke and fell into the stomach of the patient without consequences for the patient. No patient injury was reported.